Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) revision procedure due to unknown reason. No additional information was provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) revision procedure due to unknown reason. No additional information was provided.